Manufacturer narrative:
The reported event of "the device deployed into a cobra deformation" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 26 mm amplatzer septal occluder was chosen for procedure. During procedure, the device deployed into a cobra deformation. The device was replaced with another 26 mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient status was reported as stable, and there were no patient consequences. No additional information was provided.